Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.